Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Explant date: na. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -04.50/+4.5/090 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2021. The lens was reported as excessive vaulting and remained implanted. The eye is clinically well and the patient will be monitored. The cause of the event was due to a long icl lens.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Explant date: na. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -04.50/+4.5/090 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2021. The lens was reported as excessive vaulting and remained implanted. The eye is clinically well and the patient will be monitored. The cause of the event was due to a long icl lens.